Event description:
It was reported that the brakes were not holding, the scale was not accurate, and the bed was drifting.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the scale was not accurate, and the bed was drifting.

Manufacturer narrative:
Follow-up submitted as further investigation determined the damaged caster did not affect brake function and is, therefore, not likely to harm the patient as the bed could still be moved. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.